Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, while injecting the iol into the left eye, the lens became stuck in the injector with patient contact, so it was not injected into the eye. The procedure was completed on the same day using another intraocular lens, and there was no patient harm. Additional information has been requested but is not available at the time of this report.